Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 290mg/dl, with rapid deep breathing, and shortness of breath, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider made changes to the pump basal rate. The display allegedly remained blank with no audio tone or vibratory alarms, with different batteries. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.